Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Prophylactic antibiotics were administered as a precaution and patient had no ill effect. Patient stated that found fluid was found inside the cycler door when patient removed the cassette following treatment. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed with one pinhole on the film cassette, located on the left dome. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.